Event description:
Description of event according to initial reporter: three zenith alpha were used for the treatment of the abdominal artery. Rpn# : zta-pt-40-36-167-w1, lot#: e4048640 pr356140. Rpn# : zta-p-40-167-w1, lot#: e3878337 pr356232. Rpn# : zta-de-30-108-w1. Lot#: e4183934. The primary disease was thoracic aortic aneurysm. The case was an elective surgery. In this case of (B)(6) 2022, there was a large amount of mural thrombus in the entire aortic wall and there was a high degree of tortuosity. Endovascular treatment was the only treatment available, and because of the narrow access route, a low-profile thoracic alpha was used. Final angiography showed no leak, and although the stent graft itself was successfully implanted, but the thrombus in the wall was blown into the peripheral vessels, and embolization of peripheral vessels from the superior mesenteric artery, left renal artery, and left popliteal artery was observed. Regarding the superior mesenteric artery and left renal artery, blood flow in the main vessels was restored by aspiration and lysis of the thrombus using thrombus aspiration catheter and thrombolytic agent, and the procedure was completed. However, the peripheral blood flows of the superior mesenteric artery and left renal artery were inadequate. It is unknown which device is contributed to the issue that the thrombus in the wall was blown into the peripheral vessels and embolization of peripheral vessels occurred. Patient outcome: on (B)(6) 2022, the patient died.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA p140016. Investigation is in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). C22 ¿ appropriate term/code not available for side effect. Summary of investigational findings: on the (B)(6) 2022 a patient underwent an elective tevar (thoracic endovascular aortic repair) due to a descending thoracic aneurysm and an abdominal aneurysm. The patient already had an implanted stent graft in the arch. Access route via the right common femoral artery was described as narrow and hence a small diameter device was chosen. Further, the patient¿s vessels were with high degree of tortuosity and a large amount of mural thrombus (described as crystalline cholesterol) was present from most of the aortic arch to the common iliac artery. However, it is noted that the endovascular treatment was assessed the only option as the patient couldn¿t be treated with open surgery. In the procedure (B)(4) devices were implanted. A zta-pt-40-36-167-w1 ((B)(4)) and a zta-p-40-167-w1 (complaint device) had target site at the distal aortic arch. The implantation of the two devices was noted as successful with no leakage on final angiogram. But it is described that ¿the thrombus in the wall was blown into the peripheral vessels, and embolization (shower embolism) of peripheral vessels from the superior mesenteric artery, left renal artery, and left popliteal artery (and distal arteries from left popliteal artery) was observed¿. Regarding the superior mesenteric artery and left renal artery, blood flow in the main vessels was restored by aspiration and lysis of the thrombus. Hereafter a zta-de-30-108-w1 was implanted in the abdominal aorta and the procedure was completed. However, the peripheral blood flows of the superior mesenteric artery, left renal artery and left popliteal artery were found to be inadequate. It is noted that the patient's right renal artery and inferior mesenteric artery were originally occluded and the right side of the arteries was sheathed with access for stent graft placement, so mural thrombus could not enter the right side and cause a shower embolism. After the surgery, the patient was treated with continuous dialysis, ventilatory support, painkillers, and sedatives, but died of multiple organ failure on (B)(6) 2022. No product was returned an no imaging was provided. Review of the device history record gave no indication of the device being produced out of specification. Per the clinical assessment performed by medical adviser: ¿from the provided information it is unclear at what point in time the mural thrombus disintegrated and caused the vascular embolization and therefore it cannot be specifically related to one of the stent graft devices, wire guides, or catheters. The information doesn¿t seem to indicate any fault devices. Risk of embolization is a known potential adverse event in tevar procedures. It cannot be totally ruled out, that the cholesterol embolism could have occurred spontaneously. But given the timewise close relation to the tevar it seems likely that the event was caused by the procedure. The inherent-to-procedure manipulation of devices could have caused a disruption of the (big) mural thrombus resulting in cholesterol embolism with the following vessel occlusion leading to organ failure and eventually death. Also, the described tortuous vessels and the size of the mural thrombus could further have increased the risk of the event. It is described that the two complaint devices had their target site in the distal aortic arch and were used to treat a descending thoracic aneurysm, but a more specific location of the aneurysm and devices is unknown from the information provided. It should be noted, that two proximal zta devices were used for the thoracic aneurysm and a distal extension component was used for treatment of the abdominal aorta (not assessed related to the event). Also, the patient already had another device implanted in the aortic arch (not assessed related to the event).¿ according to IFU: ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/ or increase the risk of embolization." Images or sizing/planning sheet of patient anatomy were not provided and the complaint product was not returned for evaluation. Based on the provided information it has not been possible to establish the exact cause of the reported event. However, it´s possible that the event was caused by the procedure manipulation, which may have caused the disruption of the (big) mural thrombus. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device why the event is assessed to be a side effect. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 11mar2022: the patient had already implanted an open stent graft in the arch. In the case of (B)(6) 2022, there was a large amount of mural thrombus in the entire aortic wall (mural thrombus is present in almost all the walls from the aorta to the common iliac artery) and there was a high degree of tortuosity. Final angiography showed no leak, and although the stent graft itself was successfully implanted, but the thrombus in the wall was blown into the peripheral vessels, and embolization (shower embolism) of peripheral vessels from the superior mesenteric artery, left renal artery, and left popliteal artery (left popliteal artery and distal arteries from left popliteal artery) was observed. The patient's right renal artery and inferior mesenteric artery were originally occluded, and the right side of the arteries was sheathed with access for stent graft placement, so mural thrombus could not enter the right side and cause a shower embolism. Intraoperative procedures included aspiration and lysis of the thrombus and administration of vasodilators. However, the peripheral blood flows of the superior mesenteric artery, left renal artery and left popliteal artery were inadequate. This means as follows: superior mesenteric artery was projected but the intestine was not stained(projected); renal artery was projected but the kidney was not stained(projected); left popliteal artery was projected and pulse is palpable in the dorsal foot artery, but cold. After the surgery, the patient was treated with continuous dialysis, ventilatory support, and painkillers and sedatives, but died of multiple organ failure.